Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a methicillin-resistant (B)(6) infection and had their pump removed back in 2009 due to the infection. The patient reported they thought it was taken out in (B)(6) 2009 but did not remember what day. The patient reported that the (B)(6) infection started in 2008. The infection was confirmed. The (B)(6) was life threatening but was resolved after the implant was removed and the patient went on oral antibiotics for 2 months. No further complications were anticipated/reported.